Event description:
It was reported that during an implant procedure that the guidewire was unable to be advanced and unable to be pulled out of the left ventricular (lv) lead. The lv lead was not used and the physician elected to implant a different lead. The patient's condition was stable following the procedure.

Manufacturer narrative:
The reported event of guidewire couldn¿t advance through the lead and could not be pulled out were not confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. Analysis found the guidewire was able to be inserted and remove inside the inner coil lumen without difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.